Manufacturer narrative:
The insulin pump unable to prime during prime test and prime alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted from the tubing during a prime attempt. The patient's blood glucose at the time of incident is unknown. The customer was unable to exit the preparing to prime loop. The customer held down the act button and received a second series of beeps; however, no numbers appeared on the display and insulin continued to squirt from the tubing. The insulin pump was returned for analysis.